Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not tolerate the drug in the pump. The pump was stopped for over a year. The pump contained an unk drug. The physician filled the pump with 25 mg/ml of unk solution with a dose of 1.132 mg/day. However, there was 50 mg/ml still left in the internal pump tubing and catheter. The pt was actually getting 2.2 mg/day. The pump was programmed to deliver 25 mg/ml. Pt's status was unavailable at the time of report. Additional info has been requested and will be made as f/u as it becomes available.